Event description:
It was reported that during cardio mems implant procedure, the catheter was inserted and was noted by the staff that the patient had a large right atrium (confirmed via x-ray). The large right atrium had the catheter prolapse on itself, which made it more difficult to advance the catheter. However, the catheter was able to be guided into the right atrium, right ventricle, and pulmonary artery. Eventually, the catheter was guided into the left branch of the pulmonary artery but couldn't advance as the catheter would not advance far enough down the selected vessel. Different approaches were made but were unsuccessful. The staff determined that perforation occurred somewhere on the right side of the heart. The implant was abandoned due to the complications.

Manufacturer narrative:
(B)(4). No part was returned to teleflex chelmsford for investigation. The reported complaint of catheter difficult to advance in patient is not able to be confirmed. The root cause of the complaint is undetermined. The specific lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during cardio mems implant procedure, the catheter was inserted and was noted by the staff that the patient had a large right atrium (confirmed via x-ray). The large right atrium had the catheter prolapse on itself, which made it more difficult to advance the catheter. However, the catheter was able to be guided into the right atrium, right ventricle, and pulmonary artery. Eventually, the catheter was guided into the left branch of the pulmonary artery but couldn't advance as the catheter would not advance far enough down the selected vessel. Different approaches were made but were unsuccessful. The staff determined that perforation occurred somewhere on the right side of the heart. The implant was abandoned due to the complications.